Manufacturer narrative:
A ge service representative performed an investigation. The reported issue was not duplicated. The voltage on 5v power supply was evaluated and readjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system got a communication error and stopped working in the middle of a case. This resulted in a loss of imaging functionality. There is no report of injury or death.